Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided via a clinical study reported the cause of the stall was MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal (2000 mcg/ml at 376 mcg/ml) via an implanted pump. The indication for use was intractable spasticity. It was reported originally through logs that a motor stall occurred on (B)(6) 2018 at 11:02 and recovered the same day at 12:19. Additional information stated the pump was alarming on occasion. The patient only mentioned the alarms when they went for their routine refill visits. The patient reported having their alarm sound on occasion while not in an MRI situation. The patient said the alarm tones only went off for a few minutes then would stop. The logs were checked and motor stalls were noted on (B)(6) 2018 at 03:26 with recovery the same day at 03:45 and on (B)(6) 2018 at 01:52 with recovery the same day at 02:03. After the third one, the hcp agreed to change the pump out. No withdrawal symptoms were noted. The patient stated they don't live with magnets or near power plants or anything unusual. The pump was explanted on (B)(6) 2018 and will be returned to the manufacture. It was noted the event date was asked but unknown. It was reported the issue was resolved at the time of the report. The patient's weight was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided via a clinical study reported the patient's weight was (B)(6).